Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6)2014. (B)(4).

Event description:
It was reported that the patient suffered from sepsis and endocarditis. The device system was explanted, but the patient continued to suffer from multiple organ dysfunction and later died. The cause of death was reported as renal failure.